Event description:
During a complicated tavr procedure, the valve embolized. Initially, access was a bit challenging secondary to tortuosity, but was successful with the use of a lunderquist wire. Bav was performed using a 17mm v8 aortic valvuloplasty balloon catheter. Valve alignment was performed without difficulty and the novaflex+ catheter with the sapien xt valve was advanced over the arch and across the aortic valve without difficulty or loss of wire position. Just as the pusher was about to be pulled back, the patient's systolic bp dropped from 140mmhg to 20mmhg. The echocardiographer discovered a large pericardial effusion, creating tamponade. An emergent pericardiocentesis was performed and the heparin was reversed with protamine. CPR was performed. Several liters of blood were recovered with the pericardiocentesis needle, and the effusion was reduced. An aortic root shot confirmed there was no aortic root rupture, and the physicians believed the effusion was a result of a left ventricular perforation. It was unclear how this occurred; the general consensus was that the wire (amplatz super stiff) may have contributed, along with the fact that her tissues were friable from chronic steroid use. Every attempt with blood, fluids, medication and CPR was futile. The physicians wanted to deploy the valve in a last ditch effort, but this was difficult to position since there was no cardiac motion or systolic pressure. The valve was placed too ventricular (unsure of the exact % aortic/ventricular) since the patient had no cardiac function. Subsequently the valve embolized into the ventricle with continued CPR, and the resuscitation efforts were stopped. The native annulus had a perimeter that measured 74mm. The native aortic valve was moderately calcified, the aortic root was mildly calcified, the sinus of valsalva (sov) measured 29mm, and the sinotubular junction (stj) measured 29mm. The image intensifier angle was and the coaxial alignment of the delivery system and valve were reported as good.

Manufacturer narrative:
Per the instructions for use, device malposition and embolization requiring intervention are known potential adverse events associated with the tavr procedure. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Malposition has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the ventricular placement of the valve was attributed to the patient¿s lack of cardiac motion or systolic pressure. Subsequently the valve embolized into the ventricle with the continued CPR. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.